Event description:
Reference number (B)(4). Event occurred in spain on 17-aug-2024, it was reported that the patient faced infusion set occlusion in tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain.